Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Based on review of all the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this sling due to unspecified reasons. The sling remains implanted and a new artificial urinary sphincter (aus) was implanted.